Manufacturer narrative:
MFR date: 10dec2019. Report date: 11dec2019. The oxygen regulator assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. The oxygen regulator assembly was installed onto the test ventilator in an attempt to duplicate the reported issue. After testing, it was determined that the oxygen regulator test results were out of specification, which caused the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 14 oct 2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the front bezel, filter cover, and power chord as well as cleaned the diaphragm assembly to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
The customer reported an o2 leak when connected to o2. It is unknown if the device was used on a patient, but no patient harm was reported.